Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's daughter stated the patient was in the hospital due to a non-diabetic incident. She stated while in the hospital, the patient experienced a hypoglycemic event in which the cgm was reading 150 mg/dl while the patient's bg was 32 mg/dl. The nurse administered the patient with glucose and at the time of contact, the patient was in stable condition. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.